Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) had entered backup mode without the backup defibrillation option (bdfo) available due to off-label use in a magnetic resonance imaging (MRI) scan. The ICD was successfully restored. There were no patient consequences.